Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported two unconfirmed false negatives results with binaxnow covid-19 ag self-test. Per the consumer, she performed two tests on binaxnow covid-19 ag. The first test was performed on (B)(6)2023 and generated a negative result. The second test was performed on (B)(6)2023 and generated a negative result. Also, the consumer stated that she performed a test (unknown brand) at the hospital, and the result was a positive result, she was admitted for 3 days in hospital. Additionally,the consumer stated that she performed two more tests on (B)(6)2023 and (B)(6)2023 with binaxnow covid-19 ag self-test and generated positive results. No confirmatory test was performed. This MFR. Report addresses test two (2) of two (2) tests and was performed on (B)(6)2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 185847 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 185847 and device part number 195-430h / lot 181727. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 185847 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.d4: expiration date h3 other text : device discarded, single use.

Event description:
The consumer reported two unconfirmed false negatives results with binaxnow covid-19 ag self-test. Per the consumer, she performed two tests on binaxnow covid-19 ag. The first test was performed on 05jan2023 and generated a negative result. The second test was performed on 06jan2023 and generated a negative result. Also, the consumer stated that she performed a test (unknown brand) at the hospital, and the result was a positive result, she was admitted for 3 days in hospital. Addtioanlly,the consumer stated that she performed two more tests on 10jan2023 and 15jan2023 with binaxnow covid-19 ag self-test and generated positive results. No confirmatory test was performed. This MFR. Report addresses test two (2) of two (2) tests and was performed on 06jan2023. No additional patient information, including treatment and outcome, was provided.